Event description:
It was reported the patient no longer had the intrathecal pump. It was removed in (B)(6) 2012 during a surgery to re-inflate the patient¿s right lung which had been collapsed in a fall on to the side of a bath tub. During the surgery, it was discovered that a staph infection was behind the pump. The patient reported inadequate relief of extreme high muscle spasticity on the entire left side of his body by the intrathecal baclofen, the hcp decided to remove the pump and catheter. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).